Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that when plugging in the power cord of the programmer to the cart and then plugging the cart into a hanging tower receptacle, a spark came out of the receptacle. The field representative reached to get wand and looked back to where plugged in, there was smoking and flames back behind receptacle. The field representative immediately unplugged it. The entire unit was filled with smoke. There was no harm to the patient and was safely moved. The hospital seized all the equipment for investigation.